Event description:
Customer reported that the drive support cap was loose and sticking out. Customer stated that there was also damage on the casing of the insulin pump and the battery cap was difficult to remove. It was also noted that the numbers on the insulin pump were ramping up on their own. No further information reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump was successfully connected to blood glucose meter. The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked battery tube threads. And minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.